Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing low blood glucose level 49 mg/dl and it was treated by glucose tablet. It was unknown if customer was using auto mode on insulin pump. Sensor received change sensor alert and sensor updating alert. Device will not be returned for analysis.